Event description:
When received, this syringe had particles of metal in the glass chamber. Rptr attempted to clean off the particles but found they were too ubiquitous and too difficult to clean out. Rptr returned this syringe to MFR because of fear of injecting small metallic particles into his pts. (*)